Event description:
A reporter called to submit a report regarding the adverse event she is experiencing from using an abbott spinal cord stimulator. She said she had the implant in (B)(6) 2018 and was managing until now even though there was an issue with the battery. She said in the past three months, she is in so much pain, difficulty breathing, chest pain, nausea, irregular heart beat, dizzy, and sick to her stomach. She said, she did everything she supposed to do but the device does not work at all. She also thinks the device might have migrated. She cannot have an MRI, because she cannot change the device to MRI mode. She said the reason for her call today is because she received a letter from FDA a week ago that says "urgent medical device correction".